Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0208700568, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the new catheter tip was on level th7. The new pump was filled with lioresal 2000 micrograms (mcg)/milliliter (ml) and a daily dose from 500 mcg/24 hours. After a pump revision (see manufacturer report # 3004209178-2014-21919) in the evening of (B)(6) 2014, the patient was somnolent, ¿inconscious,¿ but breathed by himself. The physician changed the daily dose to 200 micrograms (mcg)/ 24 hours. The patient reportedly was ¿fine¿ on (B)(6) 2014. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported and confirmed that the events occurred the evening of the implant day of the new pump; it was noted that the date in the logs was wrong, because the programmer had the wrong date programmed. It was noted that the patient ¿became a new catheter and new pump¿ (see manufacturer¿s report number 3004209178-2014-21919); so a priming bolus for the catheter and pump could be seen in the logs. According to the logs, a priming bolus of lioresal 801.6 ug was administered over 25 minutes (as previously reported, the date of the bolus, (B)(6) 2014, was incorrectly dated in the logs). It was noted that the catheter was at the ¿th 7/8¿ level, whereas before it was ¿th 11¿; in that case, it could be ¿normal¿ that the dose was too high. The patient was reported to be fine, and therapy was effective. The dd (daily dose) was ¿about¿ 250 mcg/24h. Subsequently, it was noted that the patient had been somnolent and unconscious (previously reported as ¿inconscious¿), but did breath by themselves. On (B)(6) 2014, it was also noted that ¿this was not a user error, just a coincidence of different location, patient sensibility, and dose¿; ¿th 7-8¿ is not forbidden. The dose was not too high (it only appeared to be for this patient); the patient was most likely very sensitive. [There was additional information reported that was not relevant to this event and therefore was omitted; see manufacturer¿s report number 3004209178-2014-23843 (no priming bolus given; symptoms) and manufacturer¿s report number 3004209178-2014-21919 (motor stall;explant).]